Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with two second pause on a high ventricular rate episode via merlin.net transmission. The pause was due to the loss of capture during an autocapture threshold test. It was noted that the threshold test was initiated after the device mistakenly labeled ventricular capture as loss of capture. Programming changes were discussed. Patient was completely asymptomatic.